Event description:
It was reported that a mobi-c inferior endplate disassembled from the implant inserter during surgery. A new mobi-c implant was used in its place with no impact to the patient.

Manufacturer narrative:
Corrected information in d4 (lot). Additional information in d4 (UDI), h3, h4, h6 (method, results, conclusions), the returned implant was evaluated. It was found to have a component disassembled, but also found to have the remaining components jammed together. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Corrections to: a1, b5, d1, d2: common device name, e3, and h6: patient, device, method, results and conclusion codes. Additional information in: d4: lot number, e1: establishment name, address - line 1, address - line 2, city, state, post office or zip code, telephone number, g5: PMA/510k number. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c inferior endplate disassembled from the implant inserter during surgery. A new mobi-c implant was used in its place with no impact to the patient.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. Clarification will be requested to identify the exact lot number of the prothesis associated to this case . Investigation still in progress.

Event description:
Mobi-c p&f us : disassembled during insertion. As reported by sales rep., surgeon put the mobi-c implant into the disc space and was unable to go far enough posterior so he pulled the implant out of the disc space and the inferior endplate came off the peek implant holder. Surgeon decided to open another implant and inserted into the disc space after more room was made so the implant could be positioned correctly. Additional information received on july 04th, 2019 : patient is doing fine. The cervical level was c5-6. The depth stop was set to zero. The surgical technique was followed. The disc space was under distraction. The surgeon did not use the no touch level. The mobi-c distraction forceps were not used since the implant was still on the inserted when surgeon pulled the implant out. This was by no means a failure on the implant. Surgeon did not like the position and pulled the implant out still on the implant holder to reposition it. The end plate came off and was removed from the wound and a new implant was opened and inserted without any complications. Investigation still in progress.